Manufacturer narrative:
Corrected field are d10 concommitant, e1 event site telephone and h5 labeled for single use. Updated fields are b4, g3, g6, h2, h3, h6 type of investigation, investigation findings and inbvestigation conclusion and h11. Ken called from the cvor just after the catheter was placed due to the autofill failure alarm. At the time of esp personals call back, the pump was no longer alarming. Ken had no further questions and thanked esp personal for the call back.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use unknown intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.